Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pump displayed error message "direct error". Complaint # (B)(4).

Manufacturer narrative:
It was reported that the pump displayed error message "direct error". A getinge field service technician (fst) has been sent for investigation on (B)(6) 2021. The fst found the problem with the tacho strobe on the roller pumo module (rpm) so it was replaced with a new one. The system was checked according to factory¿s specification and all tests passed. The device was put back into use thus the reported failure "direct error" could be confirmed. An investigation of the tacho strobe is not possible as it is always damaged during removing of it. The most probable root cause could be determined as a mechanical damage of the marks on the tacho strobe foil. Therefore the direction detection has a defect and displays the error message "direct error". The review of the non-conformities during the period of (B)(6) 2008 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).